Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred toward the end of a routine hemodialysis treatment. The circuit clotted due to the amount of time spent trying to resolve the alarm, resulting in an estimated blood loss of 170cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The user's guide provides adequate instructions for troubleshooting air alarms. Facility staff is aware of the event and stated the air alarm may have been due to the patient's catheter. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.